Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering insulin due to after taking correction bolus blood glucose was stable and not goes down. Customer reported they feeling light-headed, dizzy, thirsty and they was shivering. Customer assisted with check setting and performed self test that was completed without error. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.